Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex fully covered biliary stent was to be implanted to treat a 2 to 3cm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed inside the patient; however, the physician noted endoscopically that the stent was deformed and the stent cover was damaged at the proximal end (duodenal part) of the stent. The stent was removed using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation on august 05, 2021 that a wallflex fully covered biliary stent was to be implanted to treat a 2 to 3cm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed inside the patient; however, the physician noted endoscopically that the stent was deformed and the stent cover was damaged at the proximal end (duodenal part) of the stent. The stent was removed using forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent material deformation. Medical device problem code a04 captures the reportable event of stent cover damaged/defective. Block h10: a fully deployed wallflex biliary stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found some holes in the stent cover at proximal section. No other issues were noted to the stent. The reported event of stent material deformation was not confirmed as the stent was received in proper shape; however, the reported event of stent cover damaged/defective was confirmed as the stent was returned with some holes in the stent cover at proximal section. The investigation concluded that the reported events were most likely due to procedural or anatomical factors encountered during the procedure. Handling and manipulation of the device during attempted stent removal could have damaged the stent cover. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.